Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that instead of using guardrails, the crna selected "drug calc" and then chose the dose units as "min" instead of "hr", meaning that the patient received 60 times the intended dose. The intended programming dose was 0.1mcg/kg/hr continuously for the duration of the procedure however the pump was programmed to infuse at 0.15mcg/kg/hr. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion could not be confirmed as no event log or devices were returned for evaluation. However, the root cause of the customer¿s experience was determined to be user programming based on the customer description of the event. Based on the description the device is operating as designed; the drug calculation feature is provided for cases where the drug is not found in the drug library and therefore does not provide any guardrails limits.

Event description:
The customer reported that while infusing precedex, the crna selected "drug calc" instead of locating the drug from the guardrails drug library, then chose the dose time units as "min" instead of "hr," resulting in the patient receiving 60 times the intended dose. The intended programming was 0.1mcg/kg/hr continuously, which was subsequently increased to an intended 0.15mcg/kg/hr (but infused as 0.15 mcg/kg/min). The customer inquired if the "drug calc" feature could be disabled, as they feel there are too many extra steps using this feature, thus increasing the risk of error. It was reported that the patient was probably over sedated and was groggy longer than expected.